Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was alarming for a "low inspiratory pressure" condition. The device's blower assembly was replaced due to dirt/dust contamination.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was alarming for a "low inspiratory pressure" condition. The device's blower assembly was replaced due to dirt/dust contamination. The coding has been updated to reflect the fsn for sound abatement foam degradation.